Event description:
It is reported that on (B) (6) 2009, a screw was inserted to reduce the separation of the syndesmosis. During surgery of reduction of distal fibula fracture, the screw broke just below the head of the screw. This happened after the manual insertion and after the fluoroscopic control of the right position of the screw and during the manual control of correct tightening. The screw was left implanted.

Manufacturer narrative:
Evaluation summary: it is unk what type of loading the screw was subjected to during surgery (i.e. Bending moment loads) that may have resulted in the device to fracture. No operative notes were returned for review. Based on the available info a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.